Event description:
A company representative reported that a mesa rail/rod puller appeared "pinched" during pre-operative device inspection. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
The device was inspected and the inner shaft distal tips were bent inward. Superficial wear was found on the outer shaft tips and on the handles. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Complaint history was reviewed and two similar complaints for the reported catalogue number were identified. It is unknown under what condition the device was used in when the deformation occurred. There is presence of wear on the device. It is likely the deformation occurred from excessive force applied during a previous surgery, improper assembly/disassembly of the instrument, and/or rough handling.

Event description:
A company representative reported that a mesa rail/rod puller appeared "pinched" during pre-operative device inspection. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.